Event description:
It was reported that the surgeon inserted an aq2010v three piece silicone lens with forceps and the lens tore in half during insertion. The lens was cut out of the eye without any patient incident. The reporter stated the incident was due to a user error.

Manufacturer narrative:
Evaluation codes results- visual inspection of the returned product showed that a haptic was torn and a piece of the optic was torn off and missing. There was both a reddish and a clear surgical residue on the lens.